Event description:
New information revealed the right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin. Net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise due to what appeared to be electromagnetic interference. The patient was seen in clinic and the noise was reproducible with isometrics. No intervention or procedure has been completed to address this issue. There were no patient consequences.